Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report #3005099803-2012-01007 addresses the first cre balloon, manufacturer report #3005099803-2012-01006 addresses the second cre balloon, while manufacturer report #3005099803-2012-01008 addresses the third cre balloon. It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complaint, during the procedure, the balloons burst at 10mm. It was confirmed that there were no sharp objects in the area of dilatation and that no pieces detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that a cre balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complaint, during the procedure, the balloon burst at 10mm. It was confirmed that there were no sharp objects in the area of dilatation and that no pieces detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The event date is unknown. (B)(4) for the reported event of balloon burst. Investigation results: according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Additional information: it was reported that manufacturer report #3005099803-2012-01007, manufacturer report #3005099803-2012-01006, and manufacturer report #3005099803-2012-01008 were used in the same patient and procedure.